Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: "instructions airway mobilescope olympus maf-dm2, maf-gm2, maf-tm2 chapter 3 preparation and inspection 3.5 inspect the still images and videos, 3.6 inspection of the endoscope, 3.11 inspection of the endoscopic system important information ¿ please read before use". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited a dirty camera section due to a water leakage. There was no patient involvement.